Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would intermittently power off and self-reboot. The patient noted no damage to the pump, and that the battery cap was secure and tight. The pump was not available at the time of the call, therefore no further troubleshooting could be done. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.